Event description:
Consumer claims her heating pad caught on fire and burned her thighs. She received medical treatment and was diagnosed with 2nd degree burns.

Manufacturer narrative:
This product is in the possession of consumer's attorney and has not been examined. We are attempting to schedule an inspection of the product so that we can determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing).